Event description:
It was reported that tandem charging supplies produced a burning smell. There was no adverse impact to the customer's blood glucose level. Replacement tandem-provided charging supplies were sent to the customer an d customer continued using the pump for insulin therapy.